Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams miniarc to treat stress urinary incontinence. The plaintiff's attorney alleged that "after implantation" the plaintiff "began experiencing severe complications" including but "not limited to, chronic pain, bleeding, infection, dyspareunia, and destruction of vaginal tissue warranting the need for additional surgical intervention." The plaintiff's attorney also alleged that the plaintiff "suffered and will continue to suffer severe and permanent bodily injuries and significant mental and physical pain and suffering" and "tissue erosion."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.